Event description:
It was reported that the patient presented for in-clinic follow up. A device interrogation revealed high capture threshold and poor sensing and intermittent capture exhibited by the right ventricular (rv) lead. Pseudo fusion and intermittent capture was noted on the patient's device. Programming interventions were made. Surgical intervention and imaging was discussed and planned. No adverse patient consequences were reported.